Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in the right eye. Postoperatively, she reports being unhappy with her intermediate and distance vision; patient also complains of severe light sensitivity and night driving difficulties. The patient now requires reading glasses and reports her symptoms as severely affecting her activities of daily living. The patient reports undergoing several secondary surgical interventions including: lens repositioning, lasik, and yag for treatment of pco. The interventions improved the patient's vision. Additional information has been requested from the implanting physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.